Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted 1 suture and 1 needle. Microscopic inspection revealed no instrument marks. The product underwent bend moment testing, and the results exceeded the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, a review of the device history record was not performed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open heart transplant procedure, while being applied for suturing, the device¿s needle broke. As a result, patient had a blood loss of 500cc or more due to the product problem. A new device was used in order to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.